Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond and the screen is blank. The customer stated that they have been wet after getting out of the pool prior to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to electronic damage by moisture. Traces of corrosion found at the motor assembly, battery cap contact and keypad traces. The insulin pump was unable to verify unexpected restart error alarms or button keypad anomaly due to blank display. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, minor scratched display window and stained end cap sticker.